Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation, pins in the belt trunk cable connector were bent, creating an insecure connection with the monitor. The electrode belt failed an ECG fall-off test. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.